Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 570 was not confirmed nor duplicated during product evaluation. However, baxter event history log review confirmed the reported problem as failure code 199:xxx which was caused by depleted main batteries. The main batteries and battery harness were replaced. Additional information: a service history review revealed that this device was previously serviced for the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced failure code 570. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer has declined to be contacted. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.